Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) at around 7-8 am due to low blood glucose. The customer stated that their sensor only lasted 1 day and because they did not have any sensors the customer did not wake up when their blood glucose was low at 17 mg/dl. The insulin pump was still running and the customer ended up in a comatose. They treated their low blood glucose with food and glucose tablets. The customer¿s blood glucose at the time of admission was 24 mg/dl. They were treated with insulin shots until their blood glucose was over 70 mg/dl. They were off the insulin pump for less than 48 hours prior to the hospitalization. Troubleshooting was performed on the insulin pump and no issue was found. The device will not be returned for analysis.